Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 53 mm abdominal aortic aneursym. It was reported that during a procedure for prophylactic cuffing for marginal proximal seal approximately eleven years later, a type iii endoleak of the bifurcate was identified. A 36 aui, 16mm endurant limb, fem-fem bypass and right iliac embolization was performed to exclude the aneurx device, as treatment on the same day. As per the physician, the cause of the event could not be determined. The event is resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was confirmed that there was a fabric tear and separation of the stent in the aneurx bifurcate at the level of the flow divider. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.